Event description:
The technician alleged that the bed has no reverse trendelenburg function. No patient impact.

Manufacturer narrative:
The technician replaced the limit interface cable for the trendelenburg to resolve the issue.